Event description:
The lay user/ patient contacted lifescan alleging that the product display is damaged and was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The lay user/ patient contacted lifescan alleging that the product display is damaged and was unresolved with troubleshooting. There were no allegations of harm or injury.